Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer was not assisted troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer states that the unit is not able to connect or maintain communication with the transmitter. The unit is coded incorrectly. Instead of z101, it should be coded as either lb06 = "cannot find sensor signal" or lb18 = "sensor signal not found". Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit was able to recognize and connect to the transmitter, but it was unable to recognize the recognize the sensor. The unit returned either a "sensor not working properly. Insert new sensor." Or "change sensor." Error messages. Another mmt-1780kl unit was able to recognize the sensor and was able to be calibrated. The boards were taken out of this unit and were designated as the known good pcba2 and pcba1. After plugging the known good pcba2 into the original pcba1 and then into the original case, the unit was able to communicate with the sensor and be calibrated. But after plugging the original pcba2 into a known good pcba1 and then into the original case, the unit returned the same error messages as above. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer is correct that the unit is unable to connect or maintain communication with the transmitter. More specifically, the unit is unable to recognize the sensor returning error messages. The problem is isolated to pcba2. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.